Event description:
In early 2009, caller alleged imprecision with inratio meter. Results as follows:" discrepancies with results of 4.02 from hospital - caller had the following results with their own meters (monitors): 4.9 on new monitor and 1.8 on the older monitor. On the same day, customer concerned about results from third meter. Meter gave a 1.8 first test and 5.8 second test.

Manufacturer narrative:
In early 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: the day before, inratio: 4.9 (new), lab: 4.02, mean: 4.5, confidence limits: 2.5-6.5. Inratio: 1.8 (old), lab: 4.02, mean: 2.9, confidence limits: 1.8-4.2. Indicates monitor used. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested when it is return. Inratio precision data provided by end-user lot for inratio meter: date: same day, 1st inr = 1.8, 2nd inr =5.8, intatio meter, mean: 3.8, sd: 2.8, %cv: 74.4. The 74.4% cv is more than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested, when meter is return.